Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a permanent implant, the patient began bleeding more than usual from the lead incision site. The physician then placed a drain at the site. The patient was admitted to the hospital for precaution, but everything had resolved and patient was released to go home. The patient had effective coverage of all pain area following implant.